Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in the oncology department (250 ml saline and cisplatin and the infusion finished in 5 hours instead of four and ran the saline bag dry, due to sympathetic flow.). It was also reported there was no patient injury.